Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 200 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.